Event description:
It was reported that t-wave oversensing was observed following a ventricular arrhythmic event through the wireless transmission. The patient was brought into the office for a treadmill stress test and the physician noted t-wave oversensing while the patient's heart rate had returned to normal sinus rhythm. Sensitivity was reprogrammed and changes were made to patient medication. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.